Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the suture assist cartridges broke and the knots weren't intact. Case completed with another suture assist. No patient consequence.